Manufacturer narrative:
A review of the ion system logs system logs for the reported procedure was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during an ion biopsy procedure, a pneumothorax occurred. The patient experienced the pneumothorax during the biopsy being done in the left upper lobe lingula. A chest tube was placed, and it is unknown if the patient experienced any symptoms. There is no claim or indication that a malfunction of the ion system, instrumentation, or accessories occurred. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.